Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead exhibited high impedance and high capture threshold. The cause of the elevated threshold and impedance were unknown. The lead was capped and replaced on (B)(6) 2017. The patient was not symptomatic due to the event and did not suffer any complications from surgery.